Event description:
The customer reported that the feeding tube port fell off during infusion and was found in the patients bed.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. The sample did not include the purple connector; however, the tubing had a jagged cut on the section that would attach to the purple connection. The tubes used during the manufacturing process have clean cuts on them. A visual inspection was performed and damage in the tube near the connector assembly was observed. Dimensional testing was performed and the tubing was found within specification. The reported issue was confirmed. The feeding tube is manufactured using a 5fr extruded tube and a purple connector which is attached using cyclohexanone this binds the purple connector to the tube. The sample provided did not include the purple connector; therefore the manufacturing plant is not able to determine if the tube lacked solvent that could have resulted in the detachment. The sample provided shows a jagged cut on the section that would attach to the purple connector. Since the cut is jagged, the most likely cause is that the extruded tube was pulled apart while gripping the tube itself instead of the purple connector. This tugging force can result in a split in a jagged manner. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.